Event description:
It was reported that during an ablation procedure, cold pixels were witnessed. It was noted that the laser power setting was lowered during the same acquisition but that it did not reduce the cold pixels. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device analysis: a design assurance engineer reviewed the software logs that were specific to this case. After careful review of the case data, no occurrence of cold pixels were found. The engineer then reached out to the field personnel who then confirmed the findings that this event did not occur. The event did not occur and no cold pixel phenomenon was found.